Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that the lesion treated during the re-percutaneous coronary intervention (re-pci) was in the mid lad and was not within five mm of the previously implanted cypher stent. The mid lad occlusion was 100%. Based on the additional information received there is no indication there was any in-stent-restenosis (isr) or peri-stent restenosis (within 5 mm). The complaint is being changed to not reportable.

Event description:
As reported by the (B)(4) registry approximately eleven months post index procedure the patient underwent a revascularization." The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 13 mm stent successfully implanted in the unprotected left main coronary artery (lmca) during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately ten and one-half months after the study index procedure, coronary angiography and re-percutaneous coronary intervention (re-pci) was performed. A 40% occlusion was noted in the left anterior descending (lad) and an additional cypher 2.75 x 12 mm stent was implanted. Additional information has been requested.